Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-08196. It was reported one of the patient's scs leads was suspected to be fractured. Subsequently, surgical intervention was taken, intraoperative testing revealed high impedance for one of the leads. The physician replaced the lead. Stimulation therapy was restored postoperatively.